Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient was undergoing counter pulsation with the intra aortic balloon (iab) when the intra aortic balloon pump (iabp) produced a blood detected alarm pausing the therapy. The patient went into cardiac arrest requiring advanced resuscitation maneuvers. The maintenance staff checked the console and after the event the counter pulsation therapy was able to continue. The customer is not attributing this event to the device.